Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 188 mg/dl. The customer reports that they are unable to troubleshoot because it happened earlier today. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer doesn't have an extra infusion set to change into to do testing. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 423 mg/dl. The customer was found not treated. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer does not have an another set. The customer does have tubing clamp just not extra set. The customer was advised to monitor sugars and change to manual injections until they get a new set.